Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each safari2 275cm sml crv; returned loose and coiled without dispenser assembly, lodged within the j-straightener and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload of the core wire an unknown distance from the distal tip weld mass with concurrent stretched coil damage of 49.3cm, the distal tip is lodged within the lumen the j-straightener attachment 3.6 cm from the distal tip of the j-straightener long with the traces of the dried blood. Specimen also presented kink/bend damage approximately at 10 cm in the formed curve from the proximal aspect of the core wire fracture along with coil damage. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the device instructions for use (dfu): 1.ensure a catheter is properly placed in the ventricle or other intended treatment area. 2.carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3.after inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4.insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5.carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6.remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. As described in the device instructions for use (dfu) warnings: ·exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. As described in the device instructions for use (dfu) operational instructions: ·safari2tm guidewires should be handled carefully and inspected before use and when possible, during the procedure to observe for any defect or damage that may occur. Do not use a wire that has a damaged coating, tip, camber (change in plane), bend or kink on the wire. Damage will hinder the performance of the safari2tm ·if coils of a guidewire separate, do not remove the core. Carefully remove the coils and core simultaneously. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
This medwatch report is being filed based on the image received on june 5, 2023, revealing fractured core wire material. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the device instructions for use (dfu): ensure a catheter is properly placed in the ventricle or other intended treatment area. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. As described in the device instructions for use (dfu) warnings: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. As described in the device instructions for use (dfu) operational instructions: safari2tm guidewires should be handled carefully and inspected before use and when possible, during the procedure to observe for any defect or damage that may occur. Do not use a wire that has a damaged coating, tip, camber (change in plane), bend or kink on the wire. Damage will hinder the performance of the safari2tm if coils of a guidewire separate, do not remove the core. Carefully remove the coils and core simultaneously. The images provided by the distributor presented a fracture of the core wire and stretched coil wraps in the distal tip extending proximally from the j-straightener with the distal tip lodged within the j-straightener. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: ecn event description: the safari wire was inserted in patient successfully. Then, the isleeve was inserted over the safari wire. The safari wire was removed successfully once the isleeve was in place. In the meantime the safari wire was placed in the plastic protection. Once the pigtail was in place in the left ventricle, the next step was to insert the safari wire through the pigtail into the ventricle. But the safari wire was blocked inside the plastic package; by pulling on the safari wire, it unraveled, and could not be used anymore. What troubleshooting steps, if any, resolved the issue?: safari wire was replaced what is the next course of action?: new safari wire was used. Patient present at time of event?: yes. Patient complications: no patient complications. Patient was present in the procedure but not in contact with the damaged wire, because it was replaced by a new safari wire. Note: this medwatch report is being filed based on the image received on june 5, 2023, which revealed fractured material.